Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). The locking screw would not lock into the plate, causing surgeon to use a cortical screw instead. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the variable angle (va) locking screw would not lock into one of the holes on the va locking compression plate (lcp) olecranon plate. The plate was still implanted and the surgeon implant an unknown cortical screw in that hole instead. The patient outcome was not affected but there was a 10 minute delay in the case. Procedure outcome was unknown. This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).